Manufacturer narrative:
Patient age estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary procedure, with implantation of an absorb bioresorbable vascular scaffold. On an unspecified date, approximately 3-4 years post scaffold procedure, chronic total occlusion (cto) and restenosis were noted, in the middle of the area where the scaffold was implanted. The restenosis and cto were treated as a de novo lesion. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of occlusion and stenosis are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) as known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.